Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for the clip migration. It was reported the mitraclip procedure was performed on (B)(6) 2022 to treat functional mitral regurgitation (mr) with a grade of 4. The patient had a posterior leaflet measuring approximately 10mm, a valve area of 7cm2 and an ejection fraction of approximately 25%. There was also a small prolapse on a2. An xtw clip (11025r146) was successfully implanted on the medial side of a2/p2. The remaining mr was lateral to the 1st clip. Therefore, a second xtw clip was successfully implanted on the lateral side of a2/p2. The clips could not be placed closely because of the presence of a posterior cleft between the clips. Mr was reduced to 2-3. There remained a 4mm gap between the clips. The physicians were pleased with the outcome and the patient was discharged. On (B)(6) 2022 (estimated date), the patient was re-evaluated and it was determined that his condition had deteriorated. Mr was noticeably worse than the mr observed post-procedure. On (B)(6) 2022, the physicians chose to attempt implanting an amplatzer device between the clips to help reduce the mr. Procedural evaluation of the implanted clips showed that the lateral clip was stable and the medial clip (11025r146) had slight movement as compared to when initially implanted. The amplatzer device was successfully implanted between the clips. The physician was able to place the delivery system between the clips without interacting significantly with the clips. One disc was placed on the ventricular side and the other disc was on the atrial side. After deployment the plug self-oriented. The plug appeared to lie vertically between the clips, but proved to be securely wedged. Mr was slightly improved after the procedure and the physicians were pleased with the results. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effect of mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information provided, the investigation was unable to determine a cause for the reported partial clip movement. The recurrent mr appears to be related to the procedural condition of the partial clip movement. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances as the patient returned to the hospital and an amplatzer device was implanted between the clips to help reduce the mr. There is no indication of a product issue with respect to manufacture, design, or labeling.